Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of a target lesion in the first diagonal. Halfway through the procedure, the catheter was unable to cross the lesion and when the device was being removed, the tip was separated inside the patient. Another wire was placed, and a small diameter balloon was inflated. The device fragment was retrieved with a snare and the procedure was completed with another of the same device. There were no patient complications. It was further reported that the first diagonal was moderately tortuous. The patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of a target lesion in the first diagonal. Halfway through the procedure, the catheter was unable to cross the lesion and when the device was being removed, the tip was separated inside the patient. Another wire was placed, and a small diameter balloon was inflated. The device fragment was retrieved with a snare and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of a target lesion in the first diagonal. Halfway through the procedure, the catheter was unable to cross the lesion and when the device was being removed, the tip was separated inside the patient. Another wire was placed, and a small diameter balloon was inflated. The device fragment was retrieved with a snare and the procedure was completed with another of the same device. There were no patient complications. It was further reported that the first diagonal was moderately tortuous. The patient condition following the procedure was stable.

Manufacturer narrative:
H6 device codes: corrected. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked and twisted, and the imaging window was kinked, twisted, stretched and detached. No damage was found within the telescope and sheath section of the device. The guidewire exit port, and the distal section of the tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.